Event description:
Caller states pt tested 4.5 inr on the coaguchek s system while a comparison lab returned as 3.1 inr. Pt's coumadin was held for one day. No adverse event reported. Requested return of suspect system, and replacement was ent.